Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use preloaded sphincterotome cutting wire broke during the intervention. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide a correction to the previously submitted report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and provide a correction to the previously submitted report. Corrected fields: d4 the customer returned the subject device with lot number 48v with supplementary information number of "05" to the regional investigation center. The olympus investigator was able to confirm the customer failure and determined the following cause: the cutting wire was broken at proximal end site and damaged the coated portion. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.